Event description:
It was reported a 6f angio-seal vip vascular closure device was deployed. The next day, the groin started bleeding. The patient experienced strong pain in the groin and returned to a local hospital. The patient stayed 2 days at the hospital. Additional information was no available.

Manufacturer narrative:
No product was returned for evaluation. A lot number was provided; however, it was unsure if this was the lot number of the device used for this incident. Review of the device history record for that lot number confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.